Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (s/n (B)(6) ) displayed mid:09 (air trap assembly) error message" was confirmed during functional testing and based on the review of the event logs. The root cause of the reported complaint was the defective air trap sensor block due to wear and tear or due to a defective component. The thermogard console was manufactured in march 2015, and it is over 6 years old, has exceeded its expected service life of 5 years. No physical damage was observed on the thermogard console during visual inspection. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. The thermogard xp ivtm system failed initial functional testing as the console displayed the mid:09 error message upon powering up; thus, confirming the reported complaint. During the investigation, no traces of dried saline could be found in the pump raceway and on the air trap block assembly. Troubleshooting the problem revealed that the air trap sensor block assembly was defective, and it was replaced to remedy the fault. During further functional testing, the thermogard console displayed a mid:16 (software) error message, unrelated to the reported complaint. The root cause of the mid:16 error was the defective input/output printed circuit board (I/o pcb) due to wear and tear or due to a defective component. The I/o board was replaced to address the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
The thermogard console in complaint was returned to zoll on march 03, 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The thermogard xp ivtm system (s/n tgxp11866) was used for ivtm therapy on a patient who survived cardiac arrest. Upon powering on, the console displayed a mid:09 (air trap assembly) error message. The system was rebooted multiple times, but the issue persisted. Upon device inspection, air bubbles were observed in the air trap. An alternative method was used to initiate and complete the treatment. No consequences or impact to the patient.